Event description:
The customer reported that the insulin pump's escape and act buttons were not responding properly. The customer stated that the insulin pump may have recently been exposed to water while fishing. Blood glucose level at the time of the incident was 161 mg/dl. The customer was advised that the insulin pump would be replaced, but declined to return his out of warranty device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.